Event description:
The electrocardiograph failed ato operate during a cardiac arrest. The power cord was jiggled near its connection to the machine. The electrocardiograph started to function, and the users experienced no more equipment problems. The patient died. The electrocardiograph passed all performance tests. The burdick model ek-5a does not dhave any strain rewlief on the power cord. Clinical engineering services at the hospital has modified the cart by attaching strain relief tothe power cord on the outside of the cart. There is about six inches of cord between the connection and the strain relief. Clinicians probably accidently applied strain to this part of the power cord resulting in a loose connectiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.